Event description:
Re the rusch 6 fr. Foley catheter with stylet, lot #'s 08ce11 and 07ce12. The catheter leaked at the junction of the neck and the tube. Also the stylet was piercing thru the catheter on one. The 3 devices were found to be defective. Dates of use: nine days in 2008. Diagnosis or reason for use: voiding cystograms in radiology. Lot#: #1: 08ce11, #2: 07ce12.